Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last 2 days they have been trying to recharge the implanted neurostimulator, but it won't even go all the way. Patient stated it will get to 30% and then it will not go any further. Patient also stated yesterday they noticed the recharger paddle was getting really hot. Patient said they had it on all day and it only got to 30%. Patient then said this morning they tried to recharge and it got really hot on the back and felt like her back was going to burn. Pt states normally she can charge the ins to full in less than an hour. Agent asked patient to inspect the equipment for damage and patient stated the wire on the end where the wire goes into the paddle is coming out, pulling out.  Agent sent email to repair to replace the rtm.